Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported a general battery failure, and the battery could not be charged. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested on-site diagnostic steps recommended by product support to check the battery and charging circuit and confirm that to the operating specification. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The battery was replaced and the system was tested and returned to service.